Event description:
It was stated that downstream occlusion alarms occurred repeatedly. This occurred during infusion at facility. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was stated that downstream occlusion alarms occurred repeatedly. The reported issue was not confirmed because the test results (the measured values) lied within the product specifications. However, the downstream occlusion sensor seal was found to be damaged (bulging), and it was replaced with a known good one. Also, as a preventive measure, the downstream occlusion sensor was re-calibrated. The device passed all functional tests with no problem after the repair was completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.